Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, stent thrombosis occurred. The 100% restenosed lesion being treated was located in the calcified, moderately tortuous proximal to distal left circumflex (lcx) artery. The lesion was predilated with an unk size and MFR's balloon. The physician deployed a 2.50x16mm taxus express2 drug eluting stent, inflated to 16 atm for 10 seconds. The stent was post dilated with an unk size and MFR's balloon. The stent was well apposed. A dissection occurred. The pt was discharged three days later, with chest pain. Medications: plavix and aspirin. The day after being discharged,the pt presented with chest pain. Thrombus was identified in the taxus stent. The thrombus was aspirated and balloon dilatations were made (unk size and MFR). The pt been prescribed plavix but had not been compliant with the medication. Following this thrombosis event, plavix was changed to panaldine. The pt's condition is reported as 'stable'.

Manufacturer narrative:
As the unit has not been returned, a technical analysis could not be performed. A ship history was performed which indicated that no batch was shipped to this customer. The most probable root cause classification of anticipated procedure complication as the device related root cause does not apply and the complaint is due to a known physiological effect of the procedure noted within the dfu, and/or device labeling.